Event description:
A user facility in italy reported that three mr290 chambers that were part of rt200 breathing circuit kits leaked water and air. They could not remember whether these happened on setup or while in use on a patient. The complaint devices had been discarded as they were contaminated. No patient consequence was reported.

Manufacturer narrative:
The complaint devices have been discarded and are not available for evaluation. An investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature for the given lot number. Based on the event description and results from previous investigations, it is possible that the reported leaks occurred between the chamber domes and the aluminium bases, however we have not been able to confirm this. Conclusions: the complaint devices have been discarded and no further information is available. We are aware of other such complaints regarding our single-use humidification chambers. The occurrence rate is approximately 4.5 per million chambers sold for the last year. We will continue to monitor and trend complaints of this nature. We consider this complaint closed and do not expect to follow up unless further information is received.